Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused, or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart leaving pieces of pledget inside her vaginal cavity. She experienced an uncomfortable feeling. She was unsure if pledget pieces remained inside her vaginal cavity, and was seeking medical attention. She did not experience any adverse health effects.